Event description:
It was reported that the external pulse generator displayed a self test error. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Upper and lower cases, side bail covers, and ring cover are broken. Battery contacts and battery drawer are contaminated. Keyboard is scratched (cosmetic).